Event description:
A report was received that after the patient underwent revision the ipg was fully drained and could not be charge. The patient could not connect the remote control to the ipg. The patient underwent ipg replacement procedure. It was believed that electrocautery compromise the ipg thus device malfunction was suspected. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) (when we know electrocautery was used in the initial)

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the complaint was confirmed. The device could not be charged nor linked. The source of the anomaly was due to defective asics, which appeared to be damaged during the previous revision. The battery was depleted. It exhibited excessive sleep current leakage. Two hot spots were observed on the components, and vh to ground is shorted. These symptoms are the typical characteristics of high-voltage transient damage. The use of electrocautery during the revision resulted in the reported complaint.

Event description:
A report was received that after the patient underwent revision the ipg was fully drained and could not be charge. The patient could not connect the remote control to the ipg. The patient underwent ipg replacement procedure. It was believed that electrocautery compromise the ipg thus device malfunction was suspected. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001) (when we know electrocautery was used in the initial).